Event description:
My dad is (B)(6) and has asthma that he used to treat with primatene mist. Now his only option is to buy the over the counter asthmanefrin starter kit which is (B)(4). Problem is he has to buy one or two a month because the ez breathe atomizer stops working after one to two weeks and has to be replaced. He has had to buy at least 30 of these kits in order to continue breathing. (B)(6) quit letting him return them even when they are broken or already opened and returned from someone else first. This is the only over the counter medication he has found that is supposed to replace the primatene mist "depend" inhaler but the atomizer is a piece of junk that only lasts less than 1 to 2 weeks at most. When first used, the ez breathe atomizer puts out a strong flow of mist but it decreases to nothing even when used and cleaned exactly as directed. My dad has to keep buying the kit at (B)(6) a pop because there is simply nothing else out there for him to buy, as he only received (B)(4) of (B)(6) monthly. He has to decide whether to spend his money in order to breathe or eat. There was a recall on this product and on the asthmanefrin website, they said they had fixed the problem of the ez breathe atomizers but they obviously have not. This is the only medicine available because he has medicare and cannot find a local doctor to treat him so he has to depend on the over the counter alternatives.